Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported when moving the patient, the middle lumen came out of the port resulting in the use of a hemostat to stop the bleeding. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported when moving the patient, the middle lumen came out of the port resulting in the use of a hemostat to stop the bleeding. No patient harm was reported. The patient's condition is reported as fine.